Manufacturer narrative:
Received one device, customer complaint of, won't recognize cassette, cannot be confirmed through, disposable test/ 50ml cassette. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize cassettes. No additional information provided. There was unknown patient involvement.